Event description:
Clinic notes dated (B)(6) 2014 stated that the patient had experienced seizure freedom with vns until very recently. The patient no long felt stimulation and had been recently hospitalized for status epilepticus. The patient had an episode of status epilepticus in (B)(6) 2013 following abrupt discontinuation of high-dose steroids. Swiping the magnet usually helped. The patient¿s vns device was to be interrogated as her seizures had resurfaced despite her medical compliance. Attempts for relevant additional information have been unsuccessful.